Event description:
It was reported to vyaire medical that the vela ventilator display screen was white continuously. The customer confirmed that there is no patient involvement associate with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defect component dmestic display kit for evaluation. Therefore, no root cause could be determined vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.